Event description:
The customer reported the hospital had a power outage and the ventilator was operating on the backup battery when the low battery alarm sounded. The customer reported there was no patient harm. Review of the ventilator's diagnostic log noted the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. The manufacturer's service technician replaced the battery since testing observed the battery would only operate 12 minutes before sounding the low battery alarm. The ventilator passed testing and was left plugged in to charge the battery. The power supply was later replaced as the charging led was still on after continuous charging. Performance verification testing was completed and tests passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.